Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: section c. D10 ¿ product received on: 04aug2020. Investigation ¿ evaluation. Tirol kliniken gmbh in austria informed cook that the metal stiffener in an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter could not be removed from the catheter. A section of the device did not remain inside the patient¿s body. The patient did not experience adverse effects. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The customer returned one catheter with the metal stiffening cannula and blunt stylet fully inserted through the catheter. There is biological matter throughout. The stiffener is stuck in the catheter. The distal tip of the catheter and stiffener were manipulated, which released the stiffener. There is no visible damage on the stiffener or catheter. The catheter tubing was cut to obtain measurements. The catheter inner diameter and stiffener outer diameter measure within specification. Additionally, a document based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters include difficult inserting/removing the metal stiffener into the catheter and damage to the catheter during introduction of the metal stiffening cannula. The identified risk control includes the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The IFU supplied with mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots records no related nonconformances. A complaint history search found no other complaints from this lot. Therefore, there is no evidence of nonconforming material in house or in the field. Based on the information provided, the examination of returned product and the results of the investigation, a definitive cause could not be established. There is currently a CAPA open to address metal stiffener advancement and removal difficulty. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for drainage of effusions from an unknown location. The operator reported that the metal stiffener could not be removed from the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.